Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 82mg/dl, 128mg/dl. Tests were done <10 minutes apart with a difference of 39%. Patient did not experience any adverse events.